Event description:
Patient reports defective device. The medication trickled out when trying to inject her thigh, the plunger did not go down like usual and she did not see the yellow window. She stated she tried again in her stomach and was able to deliver the medication with stomach injection. No further information provided; spontaneous. Reported to (B)(6) by pt / caregiver.